Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the monopolar curved scissors (mcs) instrument would not open. The procedure was completed with a backup instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it occurred outside of a surgical procedure. There were no reports of fragment falling from the device while used within a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter. The instrument was returned with a tip accessory and the tip accessory was stuck and unable to detach from the instrument. The tips would not open when using the tip knob. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have a broken chassis where it meets the housing near the nose cover end. The broken piece was not returned measuring roughly 0.144¿ x 0.047¿ in size. The instrument was transferred to engineering due to the stuck tip. Initial fa was confirmed, the instrument exhibited a broken chassis, a well as being unable to open/close the scissor tips. The instrument was manually actuated, and it was noticed that the drive mechanism was seemingly stuck, and the grip knob was felt to "click" in both the open and close direction without any motion noticed at the scissor tips. The instrument's housing was removed to inspect the internals and no issues were observed. The accessory's retaining cover was removed, and issues were observed on the accessory's clevis as well. With the accessory retaining cover removed, the metal clevis portion on the mcs tip accessory was grasped with a pair of in-house pliers and pulled towards the distal direction of the instrument. Slight resistant was felt initially, but the clevis separated from the instrument tube adapter and the accessory was able to be removed. As the accessory was removed, it was noticed that the instrument's tub adapter was broken, and the fragment appeared to have been potentially lodged between the accessory's ball and the instrument's socket in a manner that prevented the drive rod from being able to extend to open the jaws. It was also noticed that the accessory's ball was properly retained within the instrument's coupling socket. The fragment measured approximately 1.57mm x 2.44mm and was retained within the accessory clevis and instrument tube adapter. Once the fragment was removed, the returned mcs tip accessory was re-installed, and the instrument was able to open and close the scissor tips when actuating the grip knob. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.